Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank, but the pump was still functional. The local controls on the central control monitor (ccm) were used to control the roller pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block:h6 the reported complaint was confirmed. The service repair technician (srt) replaced the display. He also tightened the fasteners that were loose. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed by the manufacturer's subsidiary. Multiple diligence attempts for the part return were unsuccessful so no further evaluation or root cause analysis could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3, and h6. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst observed the pump to display an all orange screen as every pixel was on. He observed loose fasteners inside the pump which created a short circuit condition at the display board causing the blank display output. There were signs of overheating on the copper shielding and overheated diodes on the display printed circuit board causing the pump display to be inoperable. The other pump functions were still available, and the pump could be controlled from the central control monitor (ccm). It was determined that the roller pump did not meet specification.